Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG "a" and ECG "b" and the front therapy electrode was pulled from the strain relief, damaging wires in the cable and the j703 component was broken off of the dn pca. The root cause for the strained cables was excessive force. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.